Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug wall adapter into a working outlet and wait at least 30 consecutive minutes for pump to charge. The pump successfully began charging after leaving the pump plugged into the power source.